Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
The user facility reported a 29-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that the impella cp would not secure and kept saying purge blocked during insertion. The cp was removed and replaced with another. There was no harm to the patient.

Manufacturer narrative:
The investigation for the high purge pressure has been completed. Clinical reported the pump would not secure and kept saying purge blocked. The data logs confirmed 'purge pressure - high' and 'purge system blocked' alarms. About five minutes after implant, there was a motor current spike followed by a gradual rise in purge pressure which did not resolve until the pump was explanted. The root cause of the high purge pressure was most likely biomaterial ingestion. D.4 revised model number from the initial submission of manufacturer device report number 1220648-2024-12572 in accordance with updated procedures. E.4 should have been left blank in initial manufacturer device report number 1220648-2024-12572 as it is unknown the initial reporter also sent the report to the FDA. H.10 additional manufacturer narrative instructions for use (ifus) were reported on the previously submitted manufacturer device report number 1220648-2024-12572 incorrectly. No ifus are needed to be reported for this report in accordance with updated procedures.